Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x24mm promus element¿ drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the proximal section of the stent was damaged with stent struts bunched and misaligned causing the proximal end of the stent to move distally. The distal end of the stent was still in its original crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x24mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.